Event description:
It was reported by the or manager that the patient experienced pain in 2008. The patient went to the operating room the next month for a diagnostic laparoscopic surgery and the mesh was removed and replaced with another mesh. The pathology report identified tissue adhesion showing foreign body reaction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.